Event description:
Info received indicates when the pt placed their foot on the slide off foot section to exit the bed and the foot section fell. No injury reported.

Manufacturer narrative:
The hill-rom tech inspected the bed and found the slide off foot section would latch properly. No problem found.